Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl; cause was not known. Soda was consumed to address low bg. Pump system check was performed; no device issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 44 mg/dl was recorded by continuous glucose monitor (cgm) data on 09/13/2018. There were no erratic basal rate adjustments of bolus request. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.